Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was taken to the hospital via ambulance on (B)(6) 2016 with blood glucose of 1556 mg/dl. Customer had symptom of high blood glucose; customer had vomiting. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was treated with insulin drip and manual injection. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting of insulin pump. Insulin pump would be replaced due to customer not feeling confident in pump.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.